Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 15 mg/dl at the time of the incident. The customer experienced symptoms such as being unresponsive and being in a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was on prednisone and put in a higher percentage temp basal of 130 %, which gave them too much insulin. The insulin pump will not be returned for analysis.